Event description:
A customer obtained several "abnormal" troponin (accu tni) results that repeated in the "normal" range.the results were reported out of the lab.actual results were not supplied.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were serum, collected in sst tubes and centrifuged at 4,800 rcf for 10 minutes. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which met specifications. B) per fse, no errors or issues were found with the analyzer. C) the fse inspected the samples run during this time frame and observed clots attached to the gel in the serum. D) pre-analytical sample handling will be discussed with the customer. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.